Event description:
Adverse event(s): "incision size too large" (eye injury). Product problem(s): "problems implanting" (use of device issue). A facility reported the surgeon had problems implanting the shunt; he made the incision size too large. It was reported he used a 2.75 blade to create the pre-incision. A trabeculectomy was performed instead of shunt insertion. Patient's symptoms were reported to have resolved. In the surgeon's opinion, the device did not cause or contribute to the event.

Manufacturer narrative:
A sample was not returned for evaluation. There have been no other complaints reported in the lot number. Additional information was requested on 03/01/2010, 03/02/2010 and 03/04/2010; a completed questionnaire was received. (B) (4) (B) (4).